Manufacturer narrative:
The "death" is in regards to the consumer's dog. The provider made adjustments to the system for the customer. The provider has been working directly with the consumer. No further information or response has been received.

Event description:
Consumer alleges the design of the armature has a potential to hook door frames and damage doors. She also alleges it punctured through a hollow-core door and swung the wheelchair so hard allegedly crushing her dog between the chair and the door.

Manufacturer narrative:
The "unique identifier (UDI)#" was corrected. The device has not yet been made available for evaluation. Should the device or further information become available, a follow-up report will then be issued.

Event description:
Consumer alleges the design of the armature has a potential to hook door frames and damage doors. She also alleges it punctured through a hollow-core door and swung the wheelchair so hard allegedly crushing her dog between the chair and the door.

Manufacturer narrative:
The "death" documented is in regards to the consumer's dog. No injuries were reported regarding the consumer. The device has not yet been made available for evaluation. Should the device or further information become available, a follow-up report will then be issued.

Event description:
Consumer alleges the design of the armature has a potential to hook door frames and damage doors. She also alleges it punctured through a hollow-core door and swung the wheelchair so hard allegedly crushing her dog between the chair and the door.